Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were the patient had the tha of the left hip joint on (B)(6) 2008, and the right hip joint on (B)(6) 2009. It is planned that the patient will have the revision of the right joint in future. When the patient visited the hospital on 2013 after receiving the remainder of a possible mom check-up, the abnormality around the hip joint was found from the medical imaging. The revision of the left joint was conducted on (B)(6) 2014. During the surgery, the surgeon identified the necrosis around the hip joint. Large masses of blackened soft tissue were also found at both the neck/head and the stem/sleeve junctions. Especially the neck/head junction seemed to be totally covered with the blackened tissue. In consideration of retaining the stability of the hip joint, the several procedures were conducted. Firstly, the damaged tissues were removed. The liner of the implant was then replaced with a polyethylene one, and the head was replaced with a delta. The stem was also replaced with a new stem with same size. The surgery was successfully completed without any issues. There was no delay, and also no patient injury/complications reported. Examination of the reported devices was not possible as they were not returned. Several follow ups were attempted to obtain the devices as well as additional event information and investigational inputs. No additional information, investigational inputs, or product were obtained. A search of the complaints databases finds other reports against the provided metal insert product/lot code. Per procedure, this product code is exempt from device history record review. No additional reports were found against the remaining product/lot code combinations. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient had the tha of the left hip joint on (B)(6) 2008, and the right hip joint on (B)(6) 2009. It is planned that the patient will have the revision of the right joint in future. When the patient visited the hospital on 2013 after receiving the remainder of a possible mom check-up, the abnormality around the hip joint was found from the medical imaging. The revision of the left joint was conducted on (B)(6) 2014. During the surgery, the surgeon identified the necrosis around the hip joint. Large masses of blackened soft tissue were also found at both the neck/head and the stem/sleeve junctions. Especially the neck/head junction seemed to be totally covered with the blackened tissue. In consideration of retaining the stability of the hip joint, the several procedures were conducted. Firstly, the damaged tissues were removed. The liner of the implant was then replaced with a polyethylene one, and the head was replaced with a delta. The stem was also replaced with a new stem with same size. The surgery was successfully completed without any issues. There was no delay, and also no patient injury/complications reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.